Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14740. It was reported the asymptomatic patient presented for an unrelated procedure. Upon device check, it was observed the right ventricular lead had low lead impedance and oversensing episodes with pacing inhibition. The implantable cardioverter defibrillator had over current detection alerts, oversensing with pacing inhibition, and shorted output stage detection episodes. The lead was capped and replaced on (B)(6) 2020 and a new device implanted. The patient was stable.